Manufacturer narrative:
No issues were identified during a review of the customer's calibration and qc data. As the customer declined to provide further information, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 2 patient samples tested for elecsys troponin t gen. 5 stat between (B)(6) 2018 and (B)(6) 2018 on a cobas e 411 immunoassay analyzer used in the laboratory at the physician's office. Patient 1 initial troponin t stat was 22.83 ng/l on the e411 analyzer. The sample was repeated with a result of 22.00 ng/l. The patient was sent to the hospital based on these results. Patient 1 had "normal" troponin results from the hospital laboratory and was discharged. The hospital method and actual results could not be provided by the customer. On (B)(6) 2018 patient 2 (male with date of birth of (B)(6)) initial troponin t stat result was 22.12 ng/l. The sample was repeated and the result was approximately "the same." The actual repeat result could not be provided. The patient was sent to the hospital ER per the patient's cardiologist. Patient 2 had "negative" troponin results when tested at the ER and was discharged. The ER method and actual results could not be provided by the customer. There was no report of any treatment being required for either patient while at the hospital. No adverse event occurred due to the device. The e411 analyzer serial number was (B)(6). The customer declined a service visit.